Event description:
"Sir, here is the synopsis of what happened from the crew: the crew did not have any issues with setting the pt on the ventilator at bedside, no alarms, good compliance. They used the apvcmv mode. When loading in the ambulance and transferring the vent from the side rail to under the head of the stretcher, they observed a red warning "wrong flow sensor", which lasted for a second or so, then cleared. The rest of the transport to the receiving facility was without incident until getting ready to remove the pt from the ambulance, with the crew noting the etco2 on the zoll monitor saying it was ''purging line'' and the vte value on the hamilton dropped to 11ml, then an alarm for low minute volume and loss of peep then a vte value of "--" . The "wrong flow sensor" message appeared again. The pt began to cough/gag and the crew immediately disconnected the ventilator and connected a bvm to the trach to manually ventilate the pt. They reset the ventilator to a pressure control mode, but the ventilator wouldn't operate and they got the "wrong flow sensor".

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction untight or defective pressure sensor board/assembly or untight or defective autozero valve" led to an inoperable ventilator. The root cause of the ventilator was a malfunction of the pressure sensor assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.